Event description:
Tech noticed the cable on the da vinci prograsp forceps was frayed after the instrument was used inside of patient and taken out at the end of the procedure. Tech did not notice frayed cable while inside of patient body.